Event description:
It was reported that the customer tried to insert his sensor, but his needle broke. He also reported that the needle did not puncture his skin. As a consequence he received a lost sensor alert. The customer's blood glucose level was 158 mg/dl. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.